Manufacturer narrative:
Initial reporter foreign address: (B)(6). Visual assessment confirmed the reported complaint. Each anchor is broken at the suture slot. Dimensional assessment of the anchors is prohibitive due to their condition. One of the returned inserters inner shaft is dramatically bent. This condition is commonly attributed to off axis insertion. The other inserter shows no damage. This device was functionally tested and was found to function as intended. After the evaluation a definitive root cause for the reported issue could not be determined. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that two anchors broke at the tip during insertion. The broken pieces were successfully removed. The case was able to be completed successfully with a backup device. There were no reported patient injuries. No other complications were noted. Report 2 of 2.